Manufacturer narrative:
Based on the received information, it seems that the reported lack of hearing was caused by a post-operative migration of the active electrode array out of the cochlea. A full insertion was achieved at the initial implantation. A surgery to re-insert the electrode was successfully performed. The concerned device remains implanted and in use. This is a final report.

Event description:
Decreasing hearing performance and declination in speech recognition over past few years was noticed. Reportedly, the recipient reached a discrimination rate of 60% for monosyllable in (B)(6) 2014. Up to january 2016 this rate decreased to 10-20%. In the following speech tests the rate was 0-5%. No infection, chronic disease or change in medication is reported. A revision surgery to reposition the electrode array was carried out. The recipient's hearing performance after reinsertion surgery for disyllabic words was 50% and for monosyllabic was 5%.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that hearing perception with the device has been poor since activation and has decreased. Ecap (electrically evoked compound action potential) neural responses could be detected for apical channels, but stimulation of the basal electrodes elicit neither an ecap threshold nor any hearing perception (only non-auditory side effects). Channels 8-12 were deactivated and a new map was created. CT scan was recommended.